Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 2 of 2. Manufacturer reference report number #: 3006705815-2021-02386. It was reported that the patient was not getting adequate relief. Subsequently, the leads were explanted and replaced to address this issue.